Event description:
Event description guidant received information that this implantable lead was repositioned because of elevated pacing thresholds, and noise on the rate/sense channel. The impedance was normal, however on xray it was noted the lead had pulled back.